Event description:
It was reported that following treatment for gastrointestinal (gi) bleeding an angio-seal was placed. Two days later, the patient returned to the hospital with a small hematoma. Four days later, the hematoma was larger and pseudoaneurysm developed. The patient's hemoglobin dropped and white blood cell count rose. Thrombin was injected into the pseudoaneurysm. The CT scan looked good afterwards and the hemoglobin stabilized. The next day, the patient's blood pressure dropped and the patient died. Reportedly, the patient's physician presumed there was an infection which led to the hematoma, pseudoaneurysm and then death.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device of vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk for situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.